Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. No additional information was provided.